Event description:
It was reported the patient experienced st elevation and stenosis that required medication to resolve. Per conference poster presentation review, it was reported that: in this single-center study at the national disaster medical center, japan; a 74-year-old male patient with paroxysmal atrial fibrillation (af) underwent successful pulmonary vein isolation (pvi) procedure using pulse field ablation (pfa). There was no risk of coronary artery disease, and there was no history of chest pain resembling coronary spasm up to the present. The patient had a persistent normal atrial flutter, and pfa was planned to perform first on the tricuspid valve and inferior vena cava isthmus (cti). Energization was performed on cti for a total of 8 times, six times with the flower shape and two with the basket shape, and a bidirectional block line was created. St elevation was observed in the inferior lead immediately after the final energization, and a 99% stenosis with delayed contrast imaging was observed in the right coronary artery (rca) distal. The systolic arterial pressure dropped to 80-mmhg level, so noradrenaline was administered intravenously as needed, and a total of 5mg isdn was additionally administered within the rca. An improvement on the coronary contraction and st elevation was observed approximately 7 minutes after the final energization. After that, pulmonary vein isolation was performed, and stimulation was applied to the roof of the left atrium, completing the procedure. Postoperatively, benidipine was started, and currently, there have been no chest symptoms noted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced st elevation and stenosis that required medication to resolve. Per conference poster presentation review, it was reported that: in this single-center study at the national disaster medical center, japan; a 74-year-old male patient with paroxysmal atrial fibrillation (af) underwent successful pulmonary vein isolation (pvi) procedure using pulse field ablation (pfa). There was no risk of coronary artery disease, and there was no history of chest pain resembling coronary spasm up to the present. The patient had a persistent normal atrial flutter, and pfa was planned to perform first on the tricuspid valve and inferior vena cava isthmus (cti). Energization was performed on cti for a total of 8 times, six times with the flower shape and two with the basket shape, and a bidirectional block line was created. St elevation was observed in the inferior lead immediately after the final energization, and a 99% stenosis with delayed contrast imaging was observed in the right coronary artery (rca) distal. The systolic arterial pressure dropped to 80-mmhg level, so noradrenaline was administered intravenously as needed, and a total of 5mg isdn was additionally administered within the rca. An improvement on the coronary contraction and st elevation was observed approximately 7 minutes after the final energization. After that, pulmonary vein isolation was performed, and stimulation was applied to the roof of the left atrium, completing the procedure. Postoperatively, benidipine was started, and currently, there have been no chest symptoms noted.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Correction: patient codes f10/h6: e2321 low blood pressure / hypotension. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.